Event description:
It was reported the screw of the stopcock became loose and detached during the procedure. There were no consequences to the pt.

Manufacturer narrative:
The returned product was received with a wave spring that was detached from the stopcock valve to the needle. Review of the device the records confirmed this lot met mfg requirements prior to shipment. A quality improvement project was initiated to address the wave spring issues (detaching, lack of tension, missing). (B)(4).